Event description:
It was reported that automatic mode switch episodes were observed and noise was present on the atrial channel. The noise could not be reproduced. A follow-up was scheduled for january.